Manufacturer narrative:
Revision surgery due to dislocated sliding core bearing. Visual eval confirmed sliding core had normal wear. Device history record shows no anomalies.

Event description:
Patient had a star sliding core bearing revised.